Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient is calling to report high blood glucose readings. Patient attributes the high blood glucose to inaccurate pump delivery. No adverse event alleged. A request was made for the return of the device.